Manufacturer narrative:
A ge service rep performed an over the phone investigation and provided a quote to the customer. The customer decided to not proceed with repairs.

Event description:
The customer reported that the system would not boot. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated in this complaint.